Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential withdrawal issue. The exact root cause cannot be determined. The likely cause was determined to have been suture lockup resulting in a device withdrawal issue requiring surgical intervention. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not available due to data privacy. A2: date of birth: requested, not available due to data privacy. A3a: sex: requested, not available due to data privacy. A3b: gender: requested, not available due to data privacy. A4: weight: requested, not available due to data privacy. A5: ethnicity: requested, not available due to data privacy. A6: race: requested, not available due to data privacy. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that intervention with stent supply aic right, puncture right femoral afc with a 5 french sheath, change to 7 french 40 cm from cook. A percutaneous transluminal angioplasty (pta) with a command 18 and a mustang 5/40, implantation of a 9/27 stent from ivascular was performed. Closure with the angio-seal was attempted, the anchor was released; however, it was not possible to pull the system upwards after the anchor release. Therefore, the collagen could not lie on the vessel wall. No haemostasias was achieved. The patient's groin was surgically exposed on site by a vascular surgeon who was called in. The anchor was removed and closed with a suture. No further patient details were available due to data privacy. The patient was stable. The estimated blood loss was less than 250cc's. The patient was hospitalized and extended due to the event. The patient required surgical intervention. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. Bleeding occurred in the procedure room, and a hematoma was present.